Event description:
It was reported that handpiece was sent with no customer comment. There was no known patient impact. Analysis of handpiece, found bur to be broken.

Manufacturer narrative:
H3:product analysis found that visually, the inner shaft was broken 0.55 inches from the distal end of the inner hub when returned. Another portion of the inner shaft/spiral wrap was broken that was 2.80 inches in length. There was contamination compacted onto the distal diamond grit tip. Additionally, there were indentions on the chevrons on the proximal end of the inner hub and deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.343 inches in the deformed area which was out of specification. There were traces of wear on the inner and outer hub bushings. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.